Event description:
Information received from the field notes that during a routine follow-up, the device was found to be in back-up mode. Several attempts to communicate with the device were unsuccessful. The patient was in sinus rhythm with a rate of about 60 bpm. Magnet application did not cause a paced behavior. The device was subsequently replaced.